Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used to treat esophageal piles during a ligation procedure on (B)(6) 2011. According to the complainant, during the procedure, the first band would not fire after the handle was rotated 180 degrees. Subsequently, the handle was rotated another 180 degrees and the band fired. This same issue occurred for all seven bands on the device; however, they were able to complete the procedure with this speedband device. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Event description:
Additional information received: reportedly, the handle clicked after the first 180 degrees of rotation. The band did not deploy after 180 degrees rotation, but deployed before reaching 360 degrees of rotation.

Manufacturer narrative:
Patient is over 18 years old. Although, the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that residue was present on the handle and the ligator head was not returned. The suture was tangled around the trip wire, but remained attached to the trip wire. Subsequently, the suture was untangled and eight knots were found in the overall length. The trip wire was partially wound onto the spool and appears to be broken at the proximal end. No indentations were present in the groove on the spool. Additionally, the velco strap and a biopsy valve were attached to the handle. Functionally, the trip wire can be cinched and the spool was able to be rotated and clicks with every 180 degrees of rotation. Although the ligator head was not returned, the condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation confirmed that deployment of the bands would not be possible since the suture had detached from the ligator head. Based on the evaluation conducted and the details of the complaint, it is probable that the difficulties encountered in deploying the bands were most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot for the reported event.